Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found a failed leak test due to a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: there was poor color image due to a faulty on the charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that there was a poor color image, a cut on the cable and the leak test failed. There was no patient involvement.